Event description:
It was reported that the customer had been on deployment for the past few years and had returned back home about 9 months ago. Customer started noticing his blood glucose levels have been higher than normal. Customer noticed that the battery life had been shortening down to about 2 weeks of use now. Customer has been hearing a beep from the pump, but when he checks the pump he cannot find the source of the beep. Customer's blood glucose level was 190 mg/dl at the time. Customer stated that he felt nauseous. Customer has been treating with his pump and taking syringes at night to keep his blood glucose level down while he is sleeping. Customer stated that the drive support cap was sticking out. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.